Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to insufficient or incorrect reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the sterile q-tip broke off in the biopsy port of the evis exera iii colonovideoscope during drying and was unable to be retrieved. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material in the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition, the evaluation found the following; adhesive applied around the light guide lens was partially missing and had scratches; the angle wires were stretched, there was a crack on the bending section cover and on the resin part, the coating was peeling, the insertion tube had minor scratches, the distal end plastic cover had deep dents and scratches, the control knob had movement and play, and the objective lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.